Manufacturer narrative:
Correction: the following information was inadvertently left out of the initial report submitted to the FDA: the correct implantation date for the suspect medical device is (B)(6) 2012. The suspect medical device is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3503001bc, lot #6589177, serial #: (B)(6), UDI #: (B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, rashes, chest pain with erratic heart rate, hair loss, weight gain, weakness and stiffness in hands, numbness in fingers, bilateral breast pain, severe dry skin, headaches, and dizziness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation in may 2021. This medwatch report is for the patient¿s left breast prosthesis.